Event description:
Complainant alleged that the staff was monitoring a pt (age and gender unk) with the device in battery mode, but the unit lost power after 30 minutes. There was no adverse effect on the pt.